Event description:
It was reported that when patient is on his back he can feel a thumping in his chest. When he turns on his side or gets up the thumping goes away. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.